Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that upon opening the implant that a hair was noticed on the device.

Manufacturer narrative:
A nexgen cr prolong articular surface was returned along with the packaging for review. Visual inspection of the returned device confirms the presence of a hair-like dark strand on the surface of the articular surface. As returned, the inner packaging was already opened. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. It was reported that upon opening the inner packaging, a hair was found on the articular surface. This device was not implanted, as another articular surface was used instead. A definitive root cause cannot be determined with the information provided.